Event description:
It was reported by service report that "communication failed" was displayed on the footboard causing bed exit and scale to not function. No patient involvement or adverse consequences are reported.